Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 30, which did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping details, instructed customer to place pump into storage mode before returning it, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, with instructions to return problematic pump using prepaid label within 10 days.